Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-01493. It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing episode due to far field p-wave oversensing was observed on the device. Atrial lead dislodgement was suspected. Capture threshold test was performed. High capture threshold and a large variance, out of range, measurement trend were noted. It was suggested to perform defibrillation threshold (dft) testing and chest x-ray to confirm to lead dislodgement. Programming change was made to resolve the oversensing issue. The patient was asymptomatic.